Manufacturer narrative:
Based on the available information, boston scientific concludes that although this lead passed all available testing, this event occurred as a result of a known and documented possible adverse consequence. The reported adverse event of perforation is known and documented in the labeling (including both short or long term known complications or adverse reactions).

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds, high out of range impedance measurements and loss of capture, and had perforated the heart wall. The patient underwent a surgical intervention to reposition the lead, but was ultimately explanted at a later date due to high pacing thresholds. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the patient undergoing surgical intervention to explant the device. Updated evaluation conclusion code to knonw inherent risk of device as per product investigation results. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was repositioned as it perforated the heart wall and exhibited high thresholds, high impedance measurements and loss of capture. No additional adverse patient effects were provided.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds, high out of range impedance measurements and loss of capture, and had perforated the heart wall. The patient underwent a surgical intervention to reposition the lead, but was ultimately explanted at a later date due to high pacing thresholds. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was repositioned as it perforated the heart wall and exhibited high thresholds, high impedance measurements and loss of capture. No additional adverse patient effects were provided.